Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that her son¿s onetouch ping meter was reading inaccurately high, compared to a calibrated laboratory meter. The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance specialist listened to the initial call. The reporter stated that she first became aware of the alleged meter issue began on (B)(6) 2017 at 11.30 pm, alleging that she obtained an inaccurately high blood glucose reading of ¿75 mg/dl¿ on her son¿s meter compared to ¿45 mg/dl¿ on a calibrated laboratory meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. The reporter stated that her son¿s diabetes is managed using insulin pump therapy, and that no changes were made to his normal diabetes management in response to the alleged issue. The reporter alleged that the patient developed symptoms of ¿like he was drunk ¿ dizziness, cold, clammy and just not himself¿. The reporter stated that the patient has other complex medical conditions, and at the time of the alleged issue they were at a routine visit to his endocrinologist. It is unclear what treatment the patient received. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. She described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.